Event description:
It was reported that prior to start, post anesthesia (after ports placement) of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu/erbe) had faults. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and there were no erbe related messages. The tse asked the customer to view erbe events. The customer noted errors m-02 and c-00. The customer power cycled the erbe before calling. The tse asked the customer to locate a backup covidien generator and energy activation cable in case erbe faults return. The customer called back to report that the system was continuing to get an error on the erbe. The customer connected the force triad and continued. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issues occurred at the start of the procedure. An anesthesia was administered, and the ports were placed. The system functionality was initially checked with no error present. The customer could not test the viability of the erbe prior to start of the case. The issue did not occur while undocking. The procedure was completed with 3rd party erbe.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. Failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode. The erbe displayed 1-71 and m-02-3 errors on startup. .